Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, d10, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we confirmed that the customer used nexpowder in the procedure. It was confirmed that the auxiliary water channel was clogged by nexpowder, which was used in the procedure. Subsequently, the procedure was delayed. Olympus will continue to monitor the field performance for this device.

Event description:
Additional information was supplied by the customer. The name of the procedure performed was an esophagogastroduodenoscopy (egd) with biopsy. The issue occurred during the middle of the procedure. There was approximately a 5-minute delay in the procedure in which the subject device was used. The intended procedure was completed with a similar device. Nexpowder which was used in procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had foreign material exiting from the channel, including the auxiliary water channel. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.